Manufacturer narrative:
Additional information: h3, h6. Correction to b5. B5: update "at least ten (10) minicaps" to "an unspecified quantity of minicaps". H10: the actual devices were not available; therefore a device analysis could not be performed on those samples. However, ten (10) companion samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. No cracks were identified on any of the 10 caps; all caps were found in good condition. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least ten (10) minicaps cracked which resulted in iodine leakage. This occurred during an unspecified process step for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.